Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 04/02/2016 to report that a patient had a rash under her breasts and on her back. The rash was not open, but was raw. The patient's physician advised the patient to use cornstarch on the rash. The medical outcome of the rash is unknown.